Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, an iol (intraocular lens) came out with the leading haptic stuck to the back of the iol when implanted. The surgery was completed without product replacement. The sample was not available as it still remains in the patient's eye. Additional information has been requested.

Manufacturer narrative:
Correction information has been provided in h.3., and h.6. Additional information has been provided in b.2., b.5., h.3., h.6., and h.11. The product was returned for analysis. Video demonstrating the reported event was also returned. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. A brown/yellow substance is on the exterior of the preloaded housing, lens bay and the nozzle. The lens was returned outside of the device adhered to the blister tray. Solution is dried on the iol. One haptic is broken torn and not returned, the other haptic is intact. The optic is bent and has a piece missing. Received video shows iol implantation on a monitor screen. Device preparation is not shown. The nozzle tip enters the wound, the iol is already advanced to the depth guard. The iol appears to be in the correct position for advancement. The plunger is advanced and the iol enters the eye. As the iol begins to unfold, the trailing haptic appears to be adhered to the optic. A surgical tool is used to successfully remove the haptic from the optic. The iol is repositioned in the eye, the leading haptic comes into view and is also stuck to the optic. It appears to be on the posterior of the optic. The video ends it was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of the lens haptics adhering to the posterior optic surface following delivery with the preloaded device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the posterior capsular tear was occurred after inserting iol and iol was exchanged during the initial surgery.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that there was no health effect to the patient.